Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back-therapy electrode from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use benadryl cream on the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.